Event description:
A (B)(6) male pt was contacted by zoll customer support for an unrelated event. His electrode belt was returned to zoll for investigation. Upon servicing, the electrode belt failed a high pot test. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (failed high pot test) has been confirmed. Upon investigation, the electrode belt failed a high-pot test. The cause of the failed high pot test has been isolated to components u727 and u728, input logic translators, on the pca board sn (B)(4). Both components were shorted. The root cause of the shorted components was unable to be positively determined. No adverse event resulted from the shorted components. The pt received a replacement electrode belt.